Manufacturer narrative:
Initial MDR 2517506-2023-00230 was filed 03-nov-2023. Correction (01-dec-2023): section h6, medical device problem code was corrected to 2458 - low test results.

Event description:
A falsely depressed sodium result was obtained on one patient sample using a dimension exl with lm instrument. The initial result was not reported to the physician(s). The same sample was repeated on the same instrument. The repeat result was reported, as the correct result, to the physician(s). There were no known reports of patient intervention or adverse health consequence due to this event.

Manufacturer narrative:
An outside of united states (ous) customer contacted the siemens customer care center (ccc) and reported that a falsely depressed sodium result was obtained on one patient sample using a dimension exl with lm instrument. A siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse performed rotary valve and integrated multisensor technology (imt) maintenance and replaced the imt sample tubing kit, 2-way dual pump valves, and the tubing rotary valve assembly. The operator decontaminated the sample path, replaced the x0/x1 tubing and the multisensor, and ran a dilution check. The cause of the depressed sodium result is unknown.

Manufacturer narrative:
Initial MDR 2517506-2023-00230 was filed on 3-nov-2024 in accordance with 21 cfr 803. Additional information on (18-jan-2024): siemens investigated the event and determined the cse resolved the issue by replacing the components. The cse verified system performance post-service by performing quality controls and precision which resulted acceptably. The instrument is performing according to specifications. No further evaluation of this device is required.